Event description:
In or an arthrocare I arthrowand turbovac90 catalog#asc1335-1 lot# 4c14360a was used in a left shoulder arthorscopy to debride the labrum to smooth edges, partial synovectomy was performed. Attention was then directed toward the subacromial space. Arthrocare I was inserted and a subacromial bursectomy was performed. The ac joint was debrided then a distal clavical excision was performed. It was noted by the surgeon at the end of the case that the arthrocare I metal base was missing. This was reported to the manufacturer and were told this is a known issue. Other surgeons have noted this defect for this manufacturer as well.